Event description:
Sequential compression stockings caused bilateral achilles tendon pressure ulcers: blistering/stage ii. Cotton stockinetts were not used due to moisture production and bunching up when used under the calf sleeve. ======================manufacturer response for sequential compression device, active care (per site reporter).======================there were comorbities that pre-dispositioned the patient for pressure ulcer. May have been user issue ie: frequency of skin checks.